Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-feb-22, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a lack of relief. Factors that contributed to this was it was noted that the patient had back surgery a few months ago and the leads were moved. An impedance check was all within limits. The lead revision was performed today ((B)(6) 2022). The leads were replaced and the issue was resolved. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the leads were thrown away by the staff so would not be returned for analysis. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.